Event description:
The customer reported that she had a hard time filling the pod with insulin, but proceeded to wear the device. Her bg levels rose consistently over the course of the morning, resulting in high readings (273-325mg/dl). After consecutive high bg readings within an hour, the pod was removed and replaced. The device will not be returned for evaluation.

Manufacturer narrative:
The product will not be returned so no evaluation is possible. The customer reported having difficulty when trying to fill the pod with insulin which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (through no "crackling" noise was noted in this report). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.